Event description:
Philips received a complaint on the heartstart mrx device indicating that the therapy delivery output failed inspection. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone #/reporter phone #: (B)(6).

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the discharge power is not standard due to use of disposable electrodes. Therefore, the defibrillator electrode was replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.